Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that when a patient presented for a generator change-out due to the battery advisory, the physician noted that the atrial set screw may have been stripped on the replacement device. It was noted that the wrench was not clicking and that the screw could not reverse. The lead had good numbers and was secure in the header so the physician left the device implanted. The procedure was completed successfully without adverse consequence to the patient.